Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, while the surgeon wanted to apply the endo clip to the blood vessel, the clip couldn't get the right closed formation. Besides, the second clip would jump out but not stay in the jaw. The closed clip becomes twisted not parallel formation. Unknown how case was completed. There were no adverse consequences for the patient.